Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy and was unable to set the ipg into MRI mode due to high impedances on the leads. As such, surgical intervention took place wherein the leads were explanted and replaced to address the issue. Therapy was confirmed post op.

Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated.